Manufacturer narrative:
Device has not been received yet by the manufacturer. The results of the investigation are not available at the time of this report. A f/u report will be sent when completed.

Event description:
The event is reported as: insulation melted upon activation of the diathermy machine. No pt injury reported.